Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Non healthcare professional reported a description of lens defect.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that upon opening package lens cases wasn¿t closed all the way and lens appeared to be warped/melted slightly. The issue with the complaint product was noticed before surgery and there was no patient contact.